Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
They used the product not even 3 minutes and it broke in half - prior medical procedure there is no information that the event caused a harm or serious injury to patient, user or third. According to the new received information on 2025-04-07 the surgeon was able to do part of the surgery but not as he would have liked.

Manufacturer narrative:
This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the customer's complaint can be confirmed. The shaft has broken off inside the bayonet. This is due to mechanical force being applied to the shaft tube. This caused the shaft tube to break. No comparable cases. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).